Manufacturer narrative:
On august 27, 2020, the product investigation was completed. Device investigation summary: during a visual inspection, the device was found to be ruptured and only the patch was received for evaluation. Microscopic examination in the tear edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 350cc mentor memorygel breast implants, suffered spontaneous right breast implant rupture, post-procedure. The rupture was discovered during a consultation for cosmetic mastopexy. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2020 with the following devices: (right) 295cc mentor memorygel breast implant catalog: smpx295 lot: 9425089 sn: (B)(4) and (left) 295cc mentor memorygel breast implant catalog: smpx295 lot: 7708643 sn: (B)(4).